Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 140 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer also mentioned that some of his buttons are not working well either. The customer believes that his keypad issues could be blamed on his recent bike-ride through the rain. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. Lastly, the customer stated that his insulin pump has been receiving no delivery alarms for over a year. He was advised on which brand of infusion set to try out. Troubleshooting for the no delivery issues was declined. The insulin pump was returned for analysis and a replacement device was shipped to the customer.